Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced syncope after wand placement at interrogation. The device setting was at unipolar pacing, bipolar sensing. Boston scientific technical services recommended troubleshooting and to perform maneuvers. Oversensing of noise was suspected. A second interrogation was performed, and no syncope was reported. The healthcare professional reported seeing no noise on the right ventricular (rv) egm and no safety core alert. The patient is pacemaker dependent and no adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced syncope after wand placement at interrogation. The device setting was at unipolar pacing, bipolar sensing. Boston scientific technical services recommended troubleshooting and to perform maneuvers. Oversensing of noise was suspected. A second interrogation was performed, and no syncope was reported. The healthcare professional reported seeing no noise on the right ventricular (rv) egm and no safety core alert. The patient is pacemaker dependent and no adverse patient effects were reported. No further information is available. This device remains in-service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced syncope after wand placement at interrogation. The device setting was at unipolar pacing, bipolar sensing. Boston scientific technical services recommended troubleshooting and to perform maneuvers. Oversensing of noise was suspected. A second interrogation was performed, and no syncope was reported. The healthcare professional reported seeing no noise on the right ventricular (rv) egm and no safety core alert. The patient is pacemaker dependent and no adverse patient effects were reported. No further information is available.additionally, it was reported that this device was explanted. This device was received for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was confirmed that brady therapy remained available. The device did not have enough telemetry to confirm the operating or not operating state. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced syncope after wand placement at interrogation. The device setting was at unipolar pacing, bipolar sensing. Boston scientific technical services recommended troubleshooting and to perform maneuvers. Oversensing of noise was suspected. A second interrogation was performed, and no syncope was reported. The healthcare professional reported seeing no noise on the right ventricular (rv) egm and no safety core alert. The patient is pacemaker dependent and no adverse patient effects were reported. No further information is available. Additionally, it was reported that this device was explanted. This device was received for analysis and no additional adverse patient effects were reported.